Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016. Product type: extension, product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016. Product type: extension, product ID: 3389s-40, lot# va12tcb, implanted: 2016-02-10, explanted: product type: lead, product ID: 3389s-40, lot# va0zunx, implanted: (B)(6) 2015, product type: lead, product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, explanted: product type: implantable neurostimulator, product ID: 37642, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient was registered with the wrong system. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
***MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***